Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, the patient was diagnosed with pancreatitis as a result of the j tube causing irritation to the pancreas. The patient was hospitalized. The gastroenterologist felt the pancreatitis was caused by the irritation of the j tube. The gastroenterologist fixed the tubing. In (B)(6) 2018, pancreatitis resolved. On an unknown date, the patient experienced difficulty to flush the jejunal tube. The patient had endoscopic retrograde cholangio pancreatography (ercp). It was reported that there was undigested asparagus in the intestine which was causing resistance during flushing of j tube.